Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
It was reported that the femur and the tibia did not bond to the bone cement causing the prosthesis to loosen and pain for the patient. The procedure had to be revised. Patient experienced pain. No surgical delay. Components in use listed as concomitant devices are: nx029z / as vega ps femoral comp.cemented f4n r; nx053z / as vega ps tibial plateau cemented t2; nx120 / vega ps gliding surface t2/2+ 10mm.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the femoral component. Additionally we made a visual inspection of the tibial plateau. We made a visual inspection of the gliding surface and found visible damage. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. In the delivered condition there was only dorsal bone cement adhesive. There is no info about the condition after implantation. We assume bone cement loosening as the causal factor. It could be possible that there were problems with the cement technique as well. Potential sources of faults relating to the cement: the processing time of the cement was exceeded. Incorrect temperature. Unfavorable storage. The age of the cement. Incorrect handling of the cement. No CAPA is necessary.